Event description:
Used product as prescribed. Removed product and found that it ripped skin from body area. Swelling occurred and bleeding from skin torn from body. Very painful. Dates of use 2007. Diagnosis or reason for use: sore groin on leg.